Event description:
Customer reported being hospitalized for lbg's. Customer went into an insulin reaction and had a seizure. Customer had no time to troubleshoot pump. Customer did not have time on pump to change the time when arriving in las vegas from oklahoma. Customer had child block on and assisted in turning block off. Explained to customer that time needs to be changed properly when entering another time zone so basal rates are delivered properly.